Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The information was obtained through a review of an article with summary data which contains multiple patients, procedures, physicians, and hospitals assessed together. Therefore, a definitive cause for the difficulties could not be determined. Based on the article information there is no indication that the difficult to advance, device damaged by another device, and difficult to remove is related to a product quality issue with respect to the design, manufacture, or labeling of the device. Dates estimated. The UDI is not known as the part and lot number were not provided.

Event description:
It was reported through a research article: this study is aimed to: 1) determine the incidence and characterize mechanisms of unintended stent deformation (usd) identified by optical coherence tomography (oct); and 2) evaluate physician¿s detection and correction of accidental abluminal rewiring and usd in approximately 589 cases. Furthermore, the study is a prespecified analysis of the october trial (european trial on optical coherence tomography optimized bifurcation event reduction. Oct scans were performed at predefined time points during the procedure for pre-pci. Scans were performed using an abbott oct system (ilumien optis, aptivue, or optis integrated) and a dragonfly imaging catheter. Oct scans performed after stent implantation and rewiring, and oct performed for final result evaluation were analyzed by the trial core lab using the abbott aptivue oct system. Final oct revealed some bad image quality. Moreover, in some oct-guided procedures, the image quality of the oct scan was suboptimal, resulting in a no analyzable segment of the treated lesion, and in other cases, a final oct scan was not performed. Also, a mechanism for usd was not identified. Uncertain mechanisms of usd were likely induced by device catheter collision, for example, balloon catheter on imaging catheter. By thorough analysis of oct scans performed before the usd appeared, it was found that in some cases, a guidewire was tracking the stent struts at the position of the subsequent usd. This might indicate that advancing or removing 1 or more device catheters or imaging catheters by that wire could have caused the usd. In conclusion, usd was identified in 9.3% of cases during oct guided complex bifurcation pci. Predominant mechanisms were undetected accidental abluminal rewiring and guide catheter collision. No other information provided.